Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this lead later dislodged. As a result the physician explanted this lead and successfully implanted a new lead. The explanted lead was discarded by the hospital staff.

Event description:
Boston scientific received information that during the implant procedure the physician was able to place this left ventricular lead. However, upon suturing the device this lead kept pulling back as the patient's coronary sinus was too big. The physician attempted to advance but that was unsuccessful. The physician pulled the guidewire 5-6 cm back and cut it off. The wire was left in the lead to provide stability. Measurements were all within range. No adverse patient effects were reported. Technical services discussed off label use.